Event description:
The femoral blocks on bilateral sides were both felt to be in flexion vs normal alignment.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy still considers this investigation to be closed.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The instrument associated with this reported event was not returned for evaluation. A DHR review was performed and no discrepancies discovered during this review and no non-conformances were associated with this lot. Review of the design file did not reveal any issues. Bone models of the femur and cutting block was made, evaluated, and the complaint as stated was not replicated. The investigation could not draw any conclusions about the root cause of the reported event. No evidence was found suggesting product error was a contributing factor and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.